Event description:
It was reported the customer was hospitalized for high blood glucose. The customer also experienced high blood pressure. Troubleshooting was not performed at time of call because the insulin pump was left at home. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.